Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the staple cartridges noted that each loading unit had a full complement of staples. The proximal end of each loading unit adapter was broken. Due to the noted damage no, functional testing was performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, when on stomach, new reload was loaded to the loading unit but when the surgeon squeezed the trigger of the stapler, it was found out that the jaws did not closed. The surgeon unload the loading unit but the tip of the loading unit where it fixes with the stapler was broken. This case happened with two pieces of stapler and two pieces of loading unit so the operation went on with a new third device. There was no patient injury.